Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Requests for the device have been made, but no correspondence has been received regarding the device. A supplemental report will be submitted once the device is received and evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the microcatheter was found to be leaking near the hub during preparation. A new microcatheter (same size) was used and the operation was completed smoothly. The patient was undergoing retinoblastoma interventional therapy. The patient¿s vasculature was normal in tortuosity and the access vessel was femoral with 7mm diameter. The device and ancillary devices were prepared as indicated in the IFU. There was no friction or difficulty during flushing. No damage was noted on the all the devices prior to use. There was no force applied during connection of the y connector or syringe to the hub of the microcatheter and injection rate was steady.

Manufacturer narrative:
The microcatheter was returned for analysis and upon visual inspection, no issues were found with the microcatheter hub, body or distal tip. The microcatheter was used during a procedure for retinoblastoma interventional therapy treatment. The microcatheter was flushed and water was found to be leaking from the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be damaged and leaking from a hole in the catheter shaft at approximately 1.2cm from the proximal end of the catheter shaft within the hub. No other anomalies were observed. Based on the device analysis and reported information, the customer report of "leak" was confirmed. The leak was found to be at hub from the inner strain relief and not from the microcatheter body. A root cause can not be determined at this time further investigation is being performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional investigation was conducted and shows that the probable root cause is associated with skiving process in manufacturing. Further assessment conducted shows that occurrence rate of the issue is very low and below our anticipated levels and potential for patient harm is negligible. No corrective action is required at this time. If information is provided in the future, a supplemental report will be issued.